Manufacturer narrative:
(B)(4). Syringe package in question was disposed - the customer has not product to return. Most likely underlying root cause of malfunction: manufacturing deficiency.

Event description:
Complaint reported via email on (B)(4) 2016 in regards to syringes. Facility ((B)(6)) states the syringe bag was sealed and caps were off needles. The needles poked through the bag and poked the care taker ((B)(6)). The needle gauge is 33, lot np1314 and expiration date 160313. Rebecca henderson reports: when package was received from pharmacy and (B)(6) picked up package with syringes, syringe protruded through the syringe package and pharmacy packaging and it pierced her finger. When incident occurred (B)(6) was not wearing gloves. Area lanced was not red or infected. She immediately contacted (B)(6) (pharmacist at (B)(6) pharmacy). One syringe out of two packages that were received had cap off. Syringe package in question was disposed of in sharps container. No medical intervention was needed. (B)(6) has no further concern about incident that occurred.